Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified lower sensor scan readings and noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced a seizure and loss of consciousness. It was indicated that the customer was provided cola soda for treatment by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.